Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient experienced transient light sensitivity in the right eye approximately four months post lasik. The patient's topical steroid dosage was increased at four months post operative. No further information is expected.